Event description:
It was reported that a user experienced a blood glucose (bg) fluctuations. After eating and announcing a "usual" breakfast, bg elevated slightly and the correction algorithm then brought the user's bg back into range and soon after they experienced a slight low. The user treated the low bg with orange juice, yogurt, and then ate and announced a meal causing bg to elevate once again before experiencing a sensor error. The user connected a new sensor. Symptoms included hypoglycemia reaching 54 mg/dl and hyperglycemia peaking at 400 mg/dl. Outcomes included blood glucose being affected. Investigation included remote troubleshooting and education, advising the user to wait for sensor reconnection and to call back for sensor replacement if the error persisted. Investigation of this case revealed user overtreatment of hypoglycemia as the precipitating factor for subsequent hyperglycemia, with a device sensor communication error occurring afterward. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia with a concurrent sensor error.